Event description:
It was reported that the customer's insulin pump alarmed and error. Troubleshooting was performed. Ran the displacement test and the test could not pass, but the self test passed. Reviewed the alarm history and found some error alarms. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.